Event description:
It was reported that the patient was experiencing inadequate pain relief and shocking sensation. It was also noted that the patients ipg was not taking a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred four years ago from the date the manufacturer became aware of the event.